Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure.